Event description:
It has been reported to philips that the was unable to start. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that mechanical movement part host has not started. The bios battery has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry was unbale to start. Upon further inspection, the fse found that the ipc in the r cabinet did not start and measured the bios battery. The fse replaced the bios battery. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.